Event description:
A postop CT scan from a degenerative pangea case at l4-s1 showed the rod had migrated cranially out of the screw and locking cap interface. The surgeon removed all three locking caps, screws and rod. Patient was re-instrumented using larger diameter screws, three new locking caps and one new rod. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Device was discarded by the hospital. No conclusion could be drawn as the device was discarded by the hospital and the part number and lot number was not provided. Date of manufacture was determined from lot number obtained from device received.